Manufacturer narrative:
Product event summary (B)(4): the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right atrial (ra) lead had high impedance and was unable to capture. It was also reported that during attempted implant of the left ventricular (lv) lead, the lead had repeat dislodgements. Therefore the ra lead was capped and replaced with a new lead and the lv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable pacemaker cardio/defib (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).